Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H.11. Additional narrative: h.6. Component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review: manufacturing location: monument. Manufacturing date: 20-apr-2023. Expiration date: 01-apr-2033. Part number: 04.037.022s, 10mm/125 deg ti cann tfna 320mm/right- sterile. Lot number: 5724p29 (sterile). Component part(s) reviewed: part number: 21127, timoagri16.00. Lot number: 5275p60. Lot quantity: (B)(4) lbs. A manufacturing record evaluation was performed for the finished device with batch number 5724p29. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an osteosynthesis surgery for trochanteric femoral fracture with a nail and a blade. The surgery was completed successfully with no delay. After the surgery, it appears that there was a non-union and a false joint had formed. On (B)(6) 2025, it was discovered that the nail had broken where the blade joined. At the same time, the blade, after cement injection, had destroyed the femoral head and cut out occurred. All nails will be removed on august 13, 2025, and replaced with an artificial femoral head. Patient was stable. The surgeon's opinion (comment) regarding the relationship between this incident and the product: a false joint had developed due to non-union, and continuous load was placed on the product, causing it to fracture. The surgeon's opinion was that there was no problem with the product.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.